Event description:
A report was received that the patient recently had a cardioversion which had compromised the stimulator. The patient now has to charge everyday. The physician has recommended a revision procedure.

Event description:
A report was received that the patient recently had a cardioversion which had compromised the stimulator. The patient now has to charge everyday. The physician has recommended a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient will not have the ipg replaced. The patient has other heart conditions that are not device related. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient recently had a cardioversion which had compromised the stimulator. The patient now has to charge everyday. The physician has recommended a revision procedure.